Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited loss of capture, loss of sensing and low impedance. The lead was explanted and replaced. The patient was doing well post procedure and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.